Manufacturer narrative:
The sample was serum, and the customer stated that the sample was icteric but clear. Precision run by the customer appears acceptable. Performance verification test (pvt) run by the customer failed clean/sample cuvette. Service visited on (B)(4) 2011. The field service engineer (fse) performed alignments and adjusted speed for cc sample mixer and cc reagent mixer. The fse performed reagent cuvette wash. The fse ran performance verification tests, pvt 2 and 5. The customer will run reps in duplicate and monitor. As of (B)(4) 2011, no further service calls for this issue were noted.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous triglyceride (tg) results generated by unicel dxc 800 pro synchron clinical system for one patient. The results were not reported out of the laboratory. Subsequent testing produced lower results. The customer indicated that there was no effect to patient treatment.